Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the consumer that she had a realize band procedure and everything was going fine through (B)(6), 2008. In (B)(6) it was felt it had loosened up, but pt was still loosing weight. In february lost restriction and no longer loosing weight. The pt lost (B)(6) through (B)(6), but now has gained (B)(6) back. On (B)(6), 2009 an adjustment was done and on (B)(6), 2009 only 2cc could be removed, so this was when surgeon felt he needed to do an adjustment under fluoroscopy. On (B)(6), 2009, a fill was completed under fluoroscope with contrast but could not see a leak, surgeon added fill of 7cc of saline. (B)(6), 2009, surgeon could only pull out 2 cc of saline. Surgeon has advised pt since there is a leak, the options are to replace existing band, gastric bypass or gastric sleeve procedure.